Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600-c; serial: na; batch: 34571943. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7119371.

Event description:
It was reported that the deep brain stimulation (dbs) patient's right lead was implanted very shallow despite intended target depth. The physician noted the retaining clip had not held the lead in place, and believed this was likely the cause the reported event.